Event description:
My son requires the use of a devilbiss suction unit and the inner splashguard that pushes into the inner lid falls off into the secretions within 2 days of use. It then allows for the smell of the secretions to escape into the air every time the unit is turned on. I have contacted the company twice over the past year with no acceptable resolution to the problem. I have been a nurse for about 30 years and don't appreciate being told I do not know how to use the device properly. I have also been told to clean out the canister after each use. That is disgusting. I have been taught that the canister is either replaced when full or at one week. I realize some have to clean out the canisters when full due to insurance companies not allowing more canisters, but I change mine out every week. I would appreciate your time and attention into this matter and in the meantime I am going to attempt hot glueing the splashguard onto the inner lid. If this doesn't resolve the issue, I will be looking for another brand suction machine. Thanks for your time. (B)(6) mother of (B)(6).